Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure seizure cannot be determined. There was no report of a device malfunction. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure, the patient had a seizure episode. The procedure was completed as planned with no delays. There was no report of a device malfunction. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
On 08-oct-2024 intuitive surgical, inc. (Isi) received user facility report mw5159417 stating: ¿72-year-old female post robotic bronchoscopy, no complications reported during procedure. Developed stroke-like symptoms, imaging negative. Patient was noted to have symptoms of ataxia, unsteady gait, one sided weakness, confusion and a seizure in emergency department. Patients change in condition required admission.¿

Event description:
Refer to h10/h11 for follow-up information.